Event description:
It was reported that the patient presented with persistent pain and discomfort that later was deemed to be caused by femoral neck fracture. This lead this patient to undergo a hip right revision surgery procedure, removing the resurfacing head and converting to a tha.

Manufacturer narrative:
It was reported that the patient began experiencing persistent right hip pain and discomfort. Currently, no revision surgery has been reported. The implanted devices, were all used in treatment. As of today, additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and synergy stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem and head. Similar complaints have been identified for the cup and sleeve. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. With the limited information provided, the root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded that the reported elevated ions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive.